Manufacturer narrative:
Visual evaluation of the returned product could not find a hair-like fiber or foreign substance in the carton box, in the sterile cavities, or in the poly bag in which the tibial implant was packaged. Reported event is a packaging issue; medical records are not available for review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or picture provided; therefore, visual and dimensional evaluations could not be performed. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The likely condition of the part when it left zimmer biomet control is considered conforming based on the DHR review. But it cannot be confirmed because the product was not returned and no pictures were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when they opened the implant they noticed a hair in the box. Therefore, they did not take the implant and simply took another one in their consignment. There is no additional information available at this time.